Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: alcl. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported "alcl diagnosis". Device was explanted. This record is for the right side.

Manufacturer narrative:
Previous medwatch submission noted lymphoma-alcl. Upon further review of received pathology reports, allergan medical safety determined that lymphoma-alcl should be unreported from this side since it has been reported on the contralateral side. Please refer mrn # 9617229-2019-10585. Upon review of additional information, the recall number previously reported in h.7./h.9. Should not have been submitted.

Event description:
Upon further review of received pathology reports, allergan medical safety determined that lymphoma-alcl should be unreported from this side since it has been reported on the contralateral side. Please refer mrn # 9617229-2019-10585.